Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pairing issues and a hypoglycemic event. The patient reported that his blood sugar went down to 2.1 mmol/l on his blood glucose meter while transmitter and phone were unpaired. His partner administered a glucose shot which did not have an effect, so the paramedics were called and administered more glucose. No further medical intervention was required. At the time of contact, patient was alright. Data was provided for investigation. The problem was not confirmed. The root cause could not be determined post investigation. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was visually inspected and it passed. A voltage test was performed and it passed. A pairing test was performed and it passed. The log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The root cause could not be determined.